Event description:
The surgeon attempted to implant this lens but had to remove it due to a vitreous leak. A vitrectomy was performed. The surgeon stated due to the vitreous loss he didn't feel comfortable using this lens. The surgeon stated there was no problem with the lens and that the capsule tear occurred during the phacoemulsification procedure, prior to lens insertion. The pt's prognosis is excellent and at the last post-operative exam the pt's best-corrected visual acuity was 20/20.